Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported at 18:20 pm on (B)(6) 2024, a PICC catheter was inserted under the guidance of b-ultrasound. After the insertion, the central venous catheter connected to the peripheral cannula was not flushed smoothly, and the syringe flushing tube was blocked and could not be withdrawn. Replace the central venous catheter with a new peripherally cannulated catheter. No other information was provided.